Manufacturer narrative:
Investigation summary - bd received four (4) photos for investigation. The evaluation of the photographs indicates platelet clumping. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode platelet clumping based on customer photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.